Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is related to the lead associated with the patient's (thoracic) scs system. It was reported the patient had been experiencing a lack of pain relief. As a result, the patient's (thoracic) scs system was explanted.